Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 26-year-old male patient involved in a road traffic accident and suffered a transection trauma was emergently treated with a zta-p-28-155 (complaint device). The stent graft was deployed correctly, however during retrieval of the device the dilator tip and cannula separated. The physician re-sheathed device and was able to retrieve the delivery system with separated cannula, dilator tip and lunderquist wire in one exit technique. No harm to patient was reported. The device was returned in the following pieces: 1) introduction system with handle (returned curved), gray positioner with black gripper and sliding rod, 2) flexor sheath and 3) cannula tube with universal access tubing (uat) and dilator tip. Device evaluation was performed. Device evaluation found that the tip of the sheath was deformed, and several scratches were present on the proximal part of the sheath. These damages may have occurred either during advancement into the patient or during readvancement of the sheath to remove the system. No cannula material was present inside the pin vise, indicating that the cannula tube separated from it. The pin vise was intentionally separated from the sliding rod for further inspection. Since the collet was not found at the end of the cannula tube it was attempted to pull the cannula tube through the sliding rod to check the presence of the collet inside the sliding rod. This was not possible, which indicates the presence of the collet inside the sliding rod, which holds cannula tube inside the sliding rod. The device evaluation showed no signs of fracture or breaking on the cannula tube, however the cannula tube was not attached to pin vise as intended. The reported separation of the cannula from the dilator tip was not confirmed during device evaluation. Review of the device history record gave no indication of the device being produced out of specification. Per device master record review there are several steps and controls of the pin vise and cannula glue process. Based on complaint investigation and device evaluation, the cause of the cannula separation from pin vise cannot be determined. An internal action was initiated to address this issue and is still ongoing. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: transection case on a 26yr old male. Tevar (thoracic endovascular aortic repair) device deployed correctly (stent deployed per IFU and patient doing well - successful stent deployment). Issue on system recapture - nose cone/dilator tip and canulla separation. To remove system prof re-sheathed device to nose cone and removed delivery system and nose cone/dilator tip and lunderquist wire in one exit technique. Patient outcome: no harm or issue caused to patient (patient is well).